Event description:
The physician placed an epicor ultracinch device around the left atrium. Halfway through the ablation, the patient's pressure dropped and arterial blood was observed flowing from an area near the left atrial appendage. Ablation was continued and the surgeon repaired the area of blood leak with two sutures.

Manufacturer narrative:
The device was not returned for analysis. The cause for the reported drop in blood pressure and bleeding remains unknown.